Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had experienced a minor stroke and bradycardia and were wondering if the implantable pulse generator (ipg) was 'working or not'. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.